Event description:
The wife of customer reported a low reading issue with the freestyle libre sensor, as compared to built-in meter. The customer became sweaty, dizzy, and sleepy, and went to hospital where it was determined that blood glucose was high (unspecified healthcare meter result). The customer was treated with rapid-insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from unk to (B)(6),section d4 (expiration date) and h4 (device mfg date) were also updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the updated serial number and reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported a low reading issue with the freestyle libre sensor, as compared to built-in meter. The customer became sweaty, dizzy, and sleepy, and went to hospital where it was determined that blood glucose was high (unspecified healthcare meter result). The customer was treated with rapid-insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported a low reading issue with the freestyle libre sensor, as compared to built-in meter. The customer became sweaty, dizzy, and sleepy, and went to hospital where it was determined that blood glucose was high (unspecified healthcare meter result). The customer was treated with rapid-insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.